Event description:
The hospital staff attempted to use the device to administer external pacing to a patient during a "code blue". The device allegedly failed to turn on. Drug therapy was administered to the patient. The patient was resuscitated.